Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed. X-ray inspection identified a broken can wire which caused the reported high hv lead impedance.

Event description:
It was reported that high, out of range hv lead impedance was observed. A defibrillation test was performed and no therapy was delivered. Device was explanted and replaced.